Manufacturer narrative:
Visual analysis was performed on the returned device. The reported activation failure could not be confirmed as the stent was already fully deployed. The tip detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the distal sheath of the delivery system was entrapped or bent in the anatomy preventing the ratchet ears from engaging the stent properly to allow full release of the stent. The tip detachment may be the result of the tip becoming trapped in the stent wire as the thumbslide was pulled back and re-advanced during the final deployment attempt; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a mildly calcified de novo lesion in the superficial femoral artery. Following pre-dilatation, an attempt to deploy a 6.0x100mm supera self-expanding stent system (sess) was made; however, the thumb slide was pushed forward to release the stent and it was noted that not all the stent was released. The thumb slide was pulled back and pushed forward again to fully release the stent, but the stent partially deployed and the tip separated. A filter system was used to remove the separated tip and the stent and sess were removed under fluoroscopy. The procedure was successfully completed with a new 6x100mm supera stent. There was no clinically significant delay in the procedure. No additional information was provided.